Event description:
The customer reported that this unit locked up during surgery and quit monitoring the patient. It is unknown whether there was patient injury.

Manufacturer narrative:
Details of complaint: the customer reported that this unit locked up during surgery and quit monitoring the patient. Technical support (ts) informed the customer that since the monitor is freezing, it's most likely a hardware issue. Ts advised the customer to have their biomed replace the unit. It is unknown whether there was patient injury. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 e1 email attempt # 1: 09/23/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 09/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/29/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Manufacturer narrative:
The customer reported that this unit locked up during surgery and quit monitoring the patient. Technical support (ts) informed the customer that since the monitor is freezing, it's most likely a hardware issue. Ts advised the customer to have their biomed replace the unit. It is unknown whether there was patient injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit locked up during surgery and quit monitoring the patient. It is unknown whether there was patient injury.